Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (correction): initial reporter facility name, address, city, phone and fax were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. This device remains in service. No adverse patient effects were reported.